Event description:
Customer's mother called reporting a button error on her daughter's insulin pump. The top button is stuck and numbers are ramping up. Customer's blood glucose is 345 mg/dl. Mother says customer's highs are due to the device issues and going from device to manual injections. Customer declined keypad trouble shooting. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump was received with intermittent button response due to corroded keypad traces, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.